Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The shaft's temperature is 7.4°c which points to insufficient thermal insulation of the needle; however the ice ball size was within the specification and was not compromised due to thermal insulation loss. Needle disassembly did not find any visible soldering gaps or voids, corrosive signs or soldering flux residual. Based on the investigation results, the root cause determined insufficient vacuum insulation of the needle; however there was no relationship found between the needle manufacturing process and the vacuum loss phenomena. The treatment was completed with no injury to the patient. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
It was reported that 2 iceforce needles were used for a liver cryoablation case. During the first freeze cycle, the needles collected frost along the shaft. The patient's skin was protected with saline. The case was completed with no patient injury. The needles were returned for investigation. This MDR is associated with the second of two needles. Refer to MDR # 9616793-2019-00101 for the first needle.